Event description:
A technician found that the brakes would not hold on this stretcher. Pursuant to our response to warning letter, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Manufacturer narrative:
The brakes not holding/working could lead to unintentional movement of the stretcher which has the potential to cause serious injury. The technician adjusted all of the casters in order to resolve the problem.